Event description:
One month after treatment with bovine collagen the pt experienced inflammation, redness and swelling at the injection sites. The area was incised and drained of purulent drainage which was cultured. Culture showed no growth at 72 hours.